Manufacturer narrative:
(B)(4).

Event description:
A report was received stating that during patient use, a ventilator stopped cycling. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated this event.